Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation did not confirm the alleged complaint. Visual inspection of the instrument showed no damage to the conductor wires. The instrument was checked for electrical continuity, which is an indicator of cautery function. The electrical continuity test passed. Functional cautery test using a bipolar cord and generator was performed and the instrument successfully transferred energy to a wet paper towel, causing steam to be generated. Additional observation not initially reported by the site were damages to the bipolar pins and main tube. Both bipolar pins were bent sideways. The bottom pin was bent more than the top pin. A bipolar cord can still be installed but it will not seat flush against the chassis. Engineering evaluation noted that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. Scratches were 0.065 - 0.100 in length and were not aligned with the tube axis. Engineering concluded that the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
During a da vinci si hysterectomy procedure, the bipolar energy of the monopolar curved scissors instrument reportedly was not functioning. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.